Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad symbols were found to be worn but there was no physical damage to the keypad. All of the keypad buttons responded properly. The keypad cover was removed and evaluation revealed evidence of contamination under all button contacts. (B)(6).